Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire could not be advanced in the right atrial (ra) lead. It was also noted that the ra lead exhibited quality problem. The ra lead was not used and replaced during the procedure. The patient was in stable condition.